Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. Based on the results of the investigation, it is likely that foreign material could not be removed due to physical damage on the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): olympus bf-uc190f reprocessing manual describes reprocessing procedure of bf-uc190f. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope exhibited black specs coming out of tip of scope even after multiple rinses. Foreign material falling off from the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.